Event description:
It was reported that during a filter implantation procedure, deployment difficulties occurred. The 12fr stainless steel filter jugular was advanced to the jugular and did not fully open. As viewed on angiogram, two of the legs were crossed. The procedure was completed with another of the same device which was deployed and implanted "inferior" to the first filter. No further patient injuries or complications were reported. The patient status is reported as "fine."

Manufacturer narrative:
(B) (4).

Event description:
It was reported that during a filter implantation procedure, deployment difficulties occurred. The 12fr stainless steel filter jugular was advanced to the jugular and did not fully open. As viewed on angiogram, two of the legs were crossed. The procedure was completed with another of the same device which was deployed and implanted "inferior" to the first filter. No further patient injuries or complications were reported. The patient status is reported as "fine."

Manufacturer narrative:
Device evaluation by manufacturer: the introducer catheter was returned for analysis, however the filter was not returned as it was implanted. The blue braided sheath and dilator system were not returned. The paper safety sleeve had been removed and the trigger on the handle of the returned introducer catheter had been moved to the unlock position and had been pulled back till it contacted the end of the deployment track. All returned components were measured and were found to be dimensionally within specifications. The manufacturing batch record confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context, as device performance was limited due to anatomical / procedural factors. (B)(4).